Event description:
It was reported that a patient presented with extracardiac stimulation. It was discovered the patients right atrial (ra) lead was exhibiting high thresholds, not capturing, and undersensing. The implantable cardioverter defibrillator (ICD) was reprogrammed to a single chamber mode, and the patient has been scheduled for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 6935m62, lead; implant: 2014-(B)(6). (B)(4).